Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 300.00 mg/dl,219.00 mg/dl compared to readings of 152.00 mg/dl,120.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Sensor did not communicate with evm (evaluation module) after de-casing. The battery was measured, which was within the specification range. An extended investigation has been performed on the de-cased sensor puck. Cracks were observed near the asic (application specific integrated circuit) and the surrounding areas. The puck data could not be extracted due to damage to the printed circuit board assembly (pcba). The returned sensor was attempted to be scanned on the evaluation module (evm). However, the scan failed. The damage observed on the printed circuit board assembly (pcba) is preventing the evm from communicating with the returned sensor thus source meter unit (smu), poise voltage and temperature test are unable to be performed. The scanned on the evm (evaluation module) failed due to damaged observed on the pcba (printed circuit board assembly). The damage on the pcba (printed circuit board assembly) is the reason for the returned sensor being unable to scan. Ultimately, the damaged asic (application specific integrated circuit) traces are preventing the evm (evaluation module) and returned sensor from communicating thus further tests are unable to be conducted on the returned sensor therefore, this issue will be closed to unable to test. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 300.00 mg/dl,219.00 mg/dl compared to readings of 152.00 mg/dl,120.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.